Event description:
It was reported that pump battery life was poor, raising concern that battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up with technical support, so cts was unable to confirm battery depletion allegation and no additional information was received regarding the outcome of the event.